Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a power on reset (por) message was seen on the patient's programmer (pp). It was noted that the hcp did not have access to the patient or a physician programmer. Clinician programmer intervention to clear the por was reviewed. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.